Event description:
Bleedback from pulmonary artery catheter manifold reported. Received a customer medwatch which stated: "pt in ICU with an arterial line to measure cardiac output. Nurse reported that when she went to measure the cardiac output, fluid began spraying out of connection site of proximal port. Physician notified. Approximately 10 minutes later, pt began bleeding from same site. Catheter taken out by physician." Additional info was received during phone conversation with customer. "Swan ganz catheter was defective. Attempted to measure cardiac output--fluid began spraying from connection site of proximal port then--the entire meeting triangle began to bleed. After bleeding noted--swan ganz removed by house md. No assessment changes noted with pt." No further info was available.